Event description:
It was reported that the customer's blood glucose was increasing. The customer changed the infusion set and performed the manual prime. It was stated that sometimes the insulin came out and sometimes it does not. It was mentioned that the device was exposed to a high magnetic field while going through the security at the airport. Troubleshooting was performed, and the alarm history revealed a low reservoir alarm. The manual prime test was running and the insulin did exit. Performed the high pressure test and the test failed. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.